Event description:
In the process of trying to position a k-wire through "in-house" shorter and thinner jamshidi needles into where a revolve screw will be getting implanted (1) 1.6mm x 500mm nitinol, blunt, threaded k-wire broke at the tip (appox 1cm) while inside the lumbar vertebral body, it was left inside the vertebral body.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval; however a thorough review could not be conducted as the lot number was not provided. The k-wire was inspected, and has been broken at the distal end. The broken tip of the k-wire was left inside the pt. Based on the description, it is not possible to determine an exact cause for the reported issue. It is possible the k-wire became kinked from the screw and/or tap having a different trajectory when being inserted into the vertebra. This would subject the material to high forces, which would cause it to reach its elastic limit, and fracture. Nitinol is generally a safe biocompatible material and has been previously approved for long term implant use by the FDA. The exact cause of the reported condition cannot be ascertained. See scanned page.